Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on august 9, 2017 due to high blood glucose. Blood glucose at the time of the admission was 600 mg/dl. The customer stated that he was hospitalized twice for high blood glucose levels. The customer treated their high blood glucose level with the customer stated that the first time, it was just after he received the 630g pump and stated that there were blockages in the line and also stated that he was just showing high readings for his blood glucose level. The customer stated that emt was called and they checked when they got there and it was high, the hospital checked in ER and it was high and when he was in the room it was high and he could not get it down below 600 mg/dl. The customer was assisted through troubleshooting. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The insulin pump passed the high pressure test. The customer was advised that the insulin pump is working as designed. The product will not be returned for analysis.